Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the "incident description" field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise due to suspected sense b node impairment. Device data was sent to rhytmcare for review. Rhythmcare then provided further troubleshooting steps to be considered at the next follow up appointment. This device system remains in service. No adverse patient effects were reported.